Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the physician felt as though there was a steam pop. The catheter was dragging along the ridge instead of having a stable point for ablation. The patient¿s blood pressure dropped to 64/45 when the cardiac tamponade was noted. The temperature on the ablation catheter remained stable. No external pacing was done. A pericardiocentesis was performed and approximately 400 cc of fluid was removed. The procedure was aborted. The patient was stable and sent to the recovery area. A pigtail catheter remained in the patient for fluid drainage. Patient outcome was reported as fully recovered with no residual effects. This adverse event discovered during use of biosense webster inc. (Bwi) products. Transseptal puncture was performed, but there is no information about the model of the needle. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The medical intervention was pericardiocentesis and the patient was fully recovered. Extended hospitalization was required and a pigtail catheter was in place for draining excess fluids. Ablation was performed prior to discovering the tamponade. There was evidence of steam pop as well as sudden impedance rise. The flow was within standard settings for stsf. There were no error messages on bwi equipment. Graph, vector and visitag modules were used to visualize the force. The visitag parameters were stable and set to 3mm/3sec, 3mm tag size, tag index for coloring option.